Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12493. The pt has 2 systems and it is unk which system is causing which issue, therefore, both systems are being reported. It was reported the pt's ipg, implanted on the right side, is tilted and sticking out making it difficult to communicate with external devices. The pt has difficulty turning off the system with the magnet. The right side ipg site is painful. When the pt lays down, the right side ipg hits the left side ipg. The pt reported the ipgs have always been too close together. The pt wants the system explanted. The pt stated one of the ipgs became infected, due to a stitch, shortly after it was implanted. The pt is unsure which ipg was involved.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.